Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient contact called technical services and stated the patient was in dwell 3 of 5 and the patient was feeling uncomfortable, had been vomiting, and was in pain. During follow-up with the patient¿s nurse she stated the patient was hospitalized on (B)(6) 2016 for incarcerated hernia. The patient's nausea and vomiting were symptoms of the hernia. The patient was hospitalized and underwent surgery. The patient's pd catheter had since been removed on an unknown date and the patient had been transferred to hemodialysis (hd). The patient had been discharged and will continue with hd treatment. The patient was scheduled to return to pd therapy in the future.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances and/or any associated rework during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were within specification. There is no documentation in the complaint file supporting a possible association between the liberty cycler and the event of the incarcerated hernia. However, there is a possible association between the event and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy. Further information has been solicited.